Event description:
It was reported a gore by the physician in a casual conversation that a pt who rec'd the gore seamguard bioabsorbable staple line reinforcement material required reintervention because a leak developed three days post op. The physician repaired the leak. The pt is fine. Gore has made the decision to report this incident because it is seen as a reintervention. However, the physician did not consider this event to be related to the gore bioabsorbable seamguard.

Manufacturer narrative:
No device information was received. No review of the device history record could be performed. Note: the device was not returned. Consequently, a direct product analysis was not possible. We have no reason to believe that the device performed other than expected. Without additional info, it is impossible to further investigate this event.